Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 450 mg/dl. The customer was assisted with troubleshooting. Customer declined to perform a carelink upload. Based on customer report customer did not alleged insulin pump was under delivering. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.